Manufacturer narrative:
Patient has a medical history of hypertension, hyperlipidemia and atrial fibrillation. The index procedure was prompted by unstable angina. During the index procedure two resolute onyx des were implanted in the cx and lad. It was reported that during the procedure there was minimal plaque shift with related target vessel mi of the lad. There was also an increase in stenosis at the 1st obtuse marginal post index procedure. The investigator assessed the event as possibly related to the device and anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: diagonal side branch occlusion was also reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date 30th may 2019 and not 31st may 2019 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. The cec adjudicated that a non-q-wave mi (target vessel) udmi peri-pci occurred in the mid lad on the same day as the procedure. Sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication.